Event description:
It was reported that the patient complains of pain since the surgery. Patient stated that she has attended rehab and pain management, but nothing has helped her.

Manufacturer narrative:
At this time the patient was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.